Event description:
It was reported that the device exhibited error code: 41541. The event occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal and scratched lcd lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty latch lock flex sensor. The latch lock flex sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.